Event description:
Customer called reporting motor errors during bolus delivery and a past hospitalization for diabetic ketoacidosis. Customer's current blood glucose is 121 mg/dl. She said over the weekend, her insulin pump alarmed motor error when trying to bolus four times. Not all the boluses were delivered. She had to rewind each time and change her infusion set once. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. She also reported being hospitalized last month for diabetic ketoacidosis. Her blood glucose was high, and boluses would not bring it down. She went to the emergency room. She felt the device was not delivering insulin. No other details about the hospitalization were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. The motor was tested outside the device and passed the test. The unit functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.